Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/08/2025, it was reported by a sales representative via phone that an ar-2324kbcsp 4.75 mm biocomposite knotless swivelock anchor, self punching with blue #2 suture had the peek eyelet break into pieces during insertion of the implant. All pieces were retrieved from the patient. The case was completed with another ar-2324kbcsp 4.75 mm biocomposite knotless swivelock anchor without issues. The case was delayed less than 15 minutes with no added anesthesia administered to the patient. No adverse effects were reported. This was discovered during a rotator cuff shoulder scope procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the eyelet was damaged and broken. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive forces during insertion, misaligned insertion and/or prying/leveraging the device during insertion.